Event description:
Event description guidant received information that interrogation of the implantable cardioverter defibrillator (ICD) associated with this lead displayed a shorted lead indicator. A decrease in pacing impedance and loss of capture were also noted.